Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges defective implant, physical pain and injury. It was also alleged that a bone scan showed gross loosening and completely debonded tibial component at the implant to cement interface. Doi: (B)(6) 2015 ; dor: (B)(6), 2016 (unknown knee).